Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus assembly was damaged. It was also noted that the printer would not print, as a result the printer was replaced. (B)(4).

Event description:
It was reported that the cursor position on the programmer screen does not coincide with the stylus pen position and the programmer shuts down automatically. The programmer was returned for servicing. No patient complications have been reported as a result of this event.